Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that her daughter received an erroneous result when testing with coaguchek xs meter serial number (B)(4). At 5:39 a.m., a sample from the patient was tested using the meter, resulting with a value of 5.7 inr. At 7:05 a.m., a venous sample collected from the patient was tested in the laboratory using a 3.2% buffered sodium citrate reagent, resulting with a value of 2.7 inr. The patient's cardiologist accepted the laboratory result as the correct one. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's overall health is good. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is as instructed by the cardiologist. The patient takes an antibiotic injection of bicillin at the beginning of each month due to having a mitral valve replacement. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.